Event description:
User called in to say had meter about a year and meter gives her incorrect reading couple months ago compared to other meter. She compared with different brand is 135 mg/dl and the meter is 211 mg/dl. User said she didn't know the average glucose reading, because her glucose reading is up and down.

Manufacturer narrative:
We asked user to run the control solution test to make sure the system working properly. User run the control solution twice and the results are both with in the coa range. Therefore user did the glucose glulcose reading test to compare with other brand meter, the meter got 92 mg/dl and other brand meter got 108 mg/dl. We didn't receive the suspected producsts and there is not enough information for investigation.